Event description:
Officer arrived on scene of a person described as in cardiac arrest. The officer connected the device to the patient and attempted to initiate device rhythm analysis. Reportedly, the device prompted connect electrodes and an analysis of patient rhythm could not be completed as a result. An als crew arrived on scene and connected their defibrillator to the patient using the same combination electrodes. This device also prompted that there was not adequate electrodes connection to the patient. The electrodes were removed and replaced with antoher set by the als crew. Proper operation was then observed and the patient was successfully defibrillated. The patient was resuscitated.